Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator had an inoperable display. The ventilator was not in use on a pt at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer was suggested running the extended self-test (est) and swap the graphical user interface (gui) to breath delivery (bd) cable. Covidien was not authorized to repair the unit. The customer reported to have followed the tse recommendations and unit ran normally. Customer has conducted final testing.